Event description:
It was reported by the patient that the pod was injecting insulin into the incorrect layer of skin causing a pocket to form. The patient mentioned that they had to seek medical attention but did not provide details on the event. Three follow ups were not attempted since patent information was not given.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical attention. No lot release records were reviewed, as the product lot number was not provided.